Manufacturer narrative:
(B)(4). Surgical intervention was needed and the fragment was removed from the patient. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a surgical intervention knee cleaning, the device was broken at about 20 cm from the entrance. A portion of the device remained in the channel, but with appropriate tools it was removed. No additional patient consequences were reported.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record for 00515018300, lot number 63116166, identified no deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint is non-verifiable. With the information provided, the root cause cannot be determined.